Event description:
It was reported that ¿three to four days¿ after the trial was placed ¿it hurt like a sharp pain.¿ the patient¿s friend looked at his back and told him the ¿tape rolled up¿ every time he sat down and the ¿lead was pulled out.¿

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).